Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility that the device was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility that the device was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Through inspection, the service technician noted that the handpiece runs without the trigger being depressed as soon as it¿s connected to a battery. Upon disassembly, the technician found the trigger magnet to be out of the trigger shaft and stuck to e-box, which occurred due to a dymax adhesive failure. The trigger assembly was replaced along with other preventative maintenance.